Event description:
Customer reported in a week he woke up twice with high blood glucose over 500 mg/dl. The insulin pump did not alarm no delivery. Customer stated the first time his blood glucose was 585 mg/dl and the second time it was 595 mg/dl. Customer stated the device did not alarm but did have a resume restart on the device. Issues have occurred three or four times in the two months he has been on the device. Customer has treated with manual injections for the four blood glucose levels. Customer did not go the hospital. Customer stated the kinking of tubing might have caused the highs. Customer figured out a way to resolve issue while he was sleeping. Customer did not think there were any issues with the insulin pump so no troubleshooting was performed. Customer had inquires and information was provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.